Event description:
Boston scientific received information that during a routine device change out procedure, this implantable defibrillation lead exhibited shock impedance measurements greater than 125 ohms when connected to the new device. The lead was removed from the device and reconnected which did not resolve the high measurements. The lead was then tested without the proximal coil in the shocking vector and acceptable measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service with the shocking vector programmed right ventricular (rv) coil to can. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.